Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 156 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field such as MRI. The customer report motor position encoder error alarm. The customer was assisted in performing pump rewind but gave an alarm. The customer was advised that the device would be replaced.